Manufacturer narrative:
The repair for this unit cannot be completed at this time because the rp-ui assembly with nav-ring (gray, v60) is currently on back order due to a global product hold. The required material has already been requested, and an order for the rp-ui assembly with nav-ring (gray, v60) has been placed to support completion of the repair. The ordered material aligns with the recommended repair for the reported malfunction as outlined in the service manual. Once the part becomes available, the repair will be completed. If new information is received indicating additional device malfunctions, the record will be reopened and further investigation will be performed.

Event description:
Philips received a complaint by the customer on the v60 indicating that the devices screen does not work and determined that the ui assembly needs to be replaced. It was reported there was no patient involvement at the time the issue was discovered. Investigation ongoing.